Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed out qat from heartsine technologies on the (B)(6) 2018. During the investigation, the green status led was flashing green alongside a failure chirp, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in leakage current to beeper bp1. This issue has previously been investigated by the membrane supplier, schurter, who have implemented a preventive action as of the (B)(6) 2019. The preventive action was to alter the previous test parameters as per the led datasheets to ensure that no part that exhibits reverse bias leakage current shall pass testing. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new sam 350p

Event description:
Green status indicator with a beep. There was np patient involved in this event.

Event description:
Green status indicator with a beep. There was np patient involved in this event.